Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set site, infusion set tubing and cartridge and no additional occlusion alarms were received. The customer¿s blood glucose (bg) level was not impacted. As the customer was not receiving an occlusion alarm when tandem technical support was contacted and supplies had been changed, troubleshooting to determine a possible cause of the occlusion could not be performed.